Event description:
The consumer was being transferred from a lift chair to their wheelchair by their family member. After they were seated in the wheelchair, their family member noticed the back of their calf was allegedly bleeding. The consumer went to the hospital and received 18 stitches as a result of the alleged incident.